Event description:
Patient had not been in office recently tor weight. Atrial lead impedance out of range/ lead trends stable. Continuing to observe for now. St jude leads from 2005; s2d shows atrial impedance was 209 ohms on (B)(6) 2021 rpi 212. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).